Event description:
It was reported that the device emitted a beep when switched on, showed a red background, displayed error code 45169 0004. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected h6 codes to document device evaluation. H3: one device was received for evaluation. Device testing was performed and the device failed the power up test. A red screen and continuous alarm 45169 were identified. The main board will be replaced. The device will be submitted for functional and delivery testing and shall be returned to the customer if it is within the specifications.